Event description:
It was reported that during an orif for an ulna fracture, a surgeon clamped the reduction forceps and was attempting to reduce the fracture and one arm of the forceps broke off. The surgeon used another forceps to complete the procedure with no adverse effects to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) has been performed and no irregularities were found. Product development evaluation: instrument corresponds to drawings and processes at the time of manufacturer. Too much force was applied to the tips of the instrument causing one to break.